Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2022. The customer was hospitalized on (B)(6) 2022 due to high blood glucose of 600 mg/dl. The cause of death was unknown. Customer had a cough. The customer was wearing the insulin pump at the time of death. Caller will return the insulin pump for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. The customer passed away on (B)(6) 2022. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 09/25/2022 05:37:17.000 09/25/2022 05:47:00.000 pump error 23 alarm was recorded and found in the formatted history file on: 09/25/2022 05:48:03.000 power loss alarm was recorded and found in the formatted history file on: 09/25/2022 05:50:25.000 09/25/2022 05:50:33.000 pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed on 09/25/2022 05:37:17.000 and 09/25/2022 05:47:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date of 25-sep-2022 listed on smartsolve and the days prior to the event date. 09/16/2022 dailytotalofallinsulindelivered: 794750 (79.475 u), 09/17/2022 dailytotalofallinsulindelivered: 728500 (72.85 u), 09/18/2022 dailytotalofallinsulindelivered: 932750 (93.275 u), 09/19/2022 dailytotalofallinsulindelivered: 1014500 (101.45 u), 09/20/2022 dailytotalofallinsulindelivered: 811000 (81.1 u), 09/21/2022 dailytotalofallinsulindelivered: 978750 (97.875 u), 09/22/2022 dailytotalofallinsulindelivered: 676250 (67.625 u), 09/23/2022 dailytotalofallinsulindelivered: 980750 (98.075 u), 09/24/2022 dailytotalofallinsulindelivered: 1194250 (119.425 u), 09/25/2022 dailytotalofallinsulindelivered: 135000 (13.5 u) . Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.